Event description:
This male pt with a diagnosis of lumbar radiculopathy involving the midparaspinals at l4 failed conservative therapy. A trial of spinal cord stimulation failed to receive the pt's pain. While one of the leads was being removed in the physician's office, it broke requiring the pt to go to the hospital for removal under fluoroscopy. Two catheters were placed initially, co is unable to determine which catheter broke.